Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that the patient had scs explant, as she no longer needed the device because it wasn¿t effective for her pain. She wanted to be able to have MRI in the future and system was explanted.